Event description:
It was reported that during a routine device follow-up, the remaining longevity for this pacemaker was only 1.5 years. However, at the previous follow-up one year ago, the remaining longevity was 4 years. Device data was submitted to technical services for review. It was confirmed the device was depleting prematurely and replacement was recommended for within 60 days. The device remains implanted and in service. No adverse patient effects were reported. In (B)(6) 2020 the field representative confirmed the device remained implanted and in service. The physician was monitoring the device closely and would not perform a replacement procedure at this time as the patient was severely ill with cancer.

Manufacturer narrative:
Available information indicates this device remains implanted and in service. This report will be updated should additional information be received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Available information indicates this device remains implanted and in service. This report will be updated should additional information be received.

Event description:
It was reported that during a routine device follow-up, the remaining longevity for this pacemaker was only 1.5 years. However, at the previous follow-up one year ago, the remaining longevity was 4 years. Device data was submitted to technical services for review. It was confirmed the device was depleting prematurely and replacement was recommended for within 60 days. The device remains implanted and in service. No adverse patient effects were reported.